Event description:
It was reported that during a case involving an internal jugular, accessed through the arm using a 6f catheter, through a 90 degree bend, the balloon ruptured at 8 atm and then the distal portion of the balloon catheter broke off. Three or four inches of the balloon catheter was lodged in the pt and was retrieved with a snare device. Reportedly, there were no pt effects.